Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, one after the other, using different fingersticks and strips. The results were 195 and 125 mg/dl. He did not have any symptoms. A control solution test was not done, since the reporter wanted to have his grandson assist him, and said that he would call back if there was any further problem at that time. On followup, the reporter stated that he was having difficulty recalling info due to the recent death of his wife.